Event description:
It was reported that the patient has been hospitalized due to heart failure. It is not clear if hospitalization is due to device going to vvi 65, patient is pacemaker dependent. It was noted that the device triggered the recommended replacement time (rrt) earlier than expected due to high battery impedance. The device was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4). Calculations based on implant parameters indicate that the device had met its 99.9% expected longevity. Analysis of the device memory found the eri (elective replacement indicator) is the result of high internal battery resistance. This device is part of the field action and has tested consistent with the field action. Performance data collected from the device and have analyzed the data. Impedance - high resistance/impedance. High battery impedance resulted in eri. Battery voltage - battery depletion indicated/eri. Eri caused by high battery impedance noted on (B)(4) 2011 prior to explant. Ramware version 8 installed on (B)(4) 2010.